Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure when the 24fr sheath was removed there was a transection of the external iliac artery. The patient remained stable and revascularization was perform via bypass graft; common iliac artery to the common femoral artery. No transfusion was required. The access vessel diameter for this patient was 7.5 mm; the vessel was mildly calcified and mildly tortuous. Per additional information received from the implanting physician: the dilators went in and out without difficulty. He noticed the dissection of the vessel in removing the sheath. The retroperitoneal exposure was done in a controlled fashion with essentially no blood loss. Due to the extensive nature of the dissection, the artery was replaced rather than repaired. The patient is currently doing well. She is stable on the floor on a regular diet. She is expected to go home soon. The surgeon noted the minimal luminal diameter of the vessel to be 9.3 mm with the 28fr dilator was successfully passed prior to the sheath insertion. There was no calcification and the tortuosity was mild. The physician inspected the device himself and there was no defect or abnormality. There was no difficulty inserting or removing the dilators. There was no difficulty inserting the sheath. The only difficulty came at the time of sheath removal. This was not the result of any defect in the sheath. No closure device was used.

Manufacturer narrative:
The device history record (DHR) review of the effected sheath shows the device met specifications prior to distribution of device. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. The minimum lumen diameter for the rf3 (24fr) sheath is 8mm. In this case, the diameter (mm) for the access vessel was noted to be 7.5 mm x 9.3 mm; there was mild calcification and mild tortuosity. It is likely that patient vessel factors (smaller than indicated size, aortic calcification and/or tortuosity not appreciable on imaging) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.